Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were making sure this wasn't a patient education situation. Additional information was received from the patient. The patient reported that x-rays have showed that the neurostimulator (ins) was flipped so she was planning to undergo a revision surgery. The date of the revision wasn't scheduled yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the battery was flipped. The hcp reported that the patient was to have surgery in may. The hcp reported that the poor coupling, battery feeling superficial and flipped wasn't yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that last week she met with the patient and was only getting 2 coupling bars for recharging. The ins was in the same pocket as the battery that it replaced with the old battery the patient was able to get 8 coupling bars. The caller stated that at this point there is no swelling in the pocket. The caller stated that the doctor thinks that there isn't any room for movement. The caller stated that she wouldn't call it snug. The caller stated that the battery feels superficial. The caller attempted to charge the battery with the patient's recharger and the recharger that belongs to the rep. The rep stated that she is only able to get 2 bars with both rechargers (insr). The caller ran antenna locate with her insr and got the following values 54 - 66 - 66. The caller stated that they started a recharger session with the antenna in the same position and they got two coupling bars. The caller was instructed to attempt a short physician recharge mode (prm) and then try to recharge but still got only 2 coupling bars. The c aller said the md took x-rays but the caller did not have access to them. No further complications were reported. No patient symptoms were reported.